Event description:
It was reported the monitor screen freezes when performing an non-invasive blood pressure (nibp). The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported the monitor screen freezes when performing an non-invasive blood pressure (nibp). The device was not in use on a patient at the time of event, there was no patient involvement.